Event description:
While harvesting the left internal mammary artery (lima), the surgeon noted that the small clip appliers were not functioning properly. The scrub passed the other clip applier to the surgeon, which he used and noted were also not applying the clips properly, resulting in a branch of the lima being transected, damaging the vessel. This course of events led to the surgeon harvesting the right mammary artery (rima), lengthening the procedure time and placing the pt at further risk (diminished blood flow to chest wall). The clip appliers were removed from the field and automatic clip appliers were utilized for the remainder of the case.